Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment of the peritonitis was not reported. The action taken with pd therapies was not reported. The patient had not recovered from the event. The reporter declined to provide further information. No additional information is available.